Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection of the device observed a partial separation at the collar and the tip was damaged (flattened). The tip was measured to be .075" and exceeded the product specification. The undamaged distal shaft was observed to be within specification. Functional testing was carried out with a lab supplied 6f guide catheter, as the device used in the procedure was not returned. The tip of guidezilla was inserted into the hub of the guide catheter, but as the device was pushed (into the guide catheter) the shaft bent at the area where the device was partially separated. The guidezilla could not advance due to the separation. Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on analysis completed on 16-jan-2019. It was reported that the device failed to cross the catheter. The target lesion was located in the right coronary artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the catheter. The procedure was completed with a different device. No patient complications reported and the patient's condition was stable. However, device analysis revealed a partial separation at the collar.